Manufacturer narrative:
A manufacturing record review was unable to be completed as the lot number is unknown. Attempts were made to obtain additional information; however, it was unsuccessful. A returned product evaluation was unable to be completed as no product was returned. Based on the event details the most likely cause for the failure is over torqueing the catheter against resistance in a calcified lesion.

Event description:
The turnpike tip got wedged into a lesion and the physician kept torqueing the catheter, which eventually fractured the catheter and it needed to be snared out. However, as they were snaring the tip, they caught the stent struts and accidentally ripped the stent from the vessel wall. Patient was sent to surgery after case outcome of patient: CABG, is in good health and has been discharged.